Event description:
Per the clinic, the patient experienced dizziness and no auditory percept due to migration of receiver/stimulator (specific date not reported). Subsequently, the patient underwent surgery on (B)(6) 2022 to reposition the implant. The implanted device remains.